Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father reported via phone call that the sensor needle was fractured while in the body. The customer¿s blood glucose was 135 mg/dl at the time of the incident. Customer reports that they did receive medical treatment as a result of the needle fracturing while still in the body. Troubleshooting was performed. The sensor will be returned for analysis.